Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when csr contacted the patient. The reporter claimed that the meter issue began on (B)(6) 2017, at 23.12 pm, when they obtained alleged inaccurate high blood glucose results of ¿17.6 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes using insulin, and that he administers 6-8 units, depending of the amount of food he consumes and the amount of exercise he takes. He also administers 10 units at night. The patient reported that he tests his blood glucose 6-7 times per day and his normal results range from ¿6-7-8 mmol/l¿ he also reported a hba1c result of 7.2. Prior to the alleged meter issue starting the patient reported he had received a blood glucose result of ¿7.9 mmol/l¿. The patient reported that at 23.15 pm following the alleged inaccurate high result the patient administered his normal dose of insulin (10 units). The patient reported that at 1am on (B)(6) 2017 he developed symptoms of ¿hypoglycemia ¿ weakness, and sweating¿. The patient stated that he experiences these symptoms if his glucose level is low. The patient confirmed that he had not tested his blood glucose on any other device. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.